Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device has not been returned till date and there is no further information that would help in the investigation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported a portion of the distal tip of the customer's vapr wedge electrode 2.3 mm broke during a knee procedure. The surgeon was able to remove the broken piece from the patient and used another electrode to complete the procedure with no patient consequences. There was a 25 minute delay due to this. The device is coming back for evaluation. No further details were available.

Event description:
The sales rep reported a portion of the distal tip of the customer's vapr wedge electrode 2.3 mm broke during a knee procedure. The surgeon was able to remove the broken piece from the patient and used another electrode to complete the procedure with no patient consequences. There was a 25 minute delay due to this. The device is coming back for evaluation. No further details were available.